Manufacturer narrative:
(B)(4).

Event description:
It has been reported via a hot line call. The registered nurse (rn) from the intensive care unit (ICU) called because she was getting frequent "possible helium loss - 2" alarm. The event involved a patient with a 40 cc intra-aortic balloon (iab), post-surgery from earlier today. The pump is in autopilot and in 1:2 assist. The patient is being weaned from vasopressors. The patient is in a sinus tachycardia with a rate of 110-112 bpm. The patient is also being weaned off of the ventilator and is currently on continuous positive airway pressure (c-pap). The patient is a large patient. According to the rn they have been getting the alarms about every 2-3 minutes. The clinical support specialist (css) had the rn: reposition the patient and place some traction on the catheter at the groin, and the pump still alarmed. The css then had the rn decrease the iab volume from 40 cc to 35 cc. The pump alarm continued. The css talked the rn through an internal helium leak test, with the tubing clamped as close as she could get to the groin site; on the clear tubing, the balloon pressure waveform (bpw) did not come up to baseline. The rn checked all of the connections and there are no signs of blood in the tubing. At this point, it appears that the balloon does not have a hole and it may be the pump. They changed the pump out for a second pump. After changing to the second pump, and pumping at 40 cc for several minutes, they had no further alarms. The patient is stable on the pump and the rn had no further questions. The css told the rn to have the first pump (s/n (B)(4)) sent to biomed with a note explaining the alarm. The patient has an iab-05840-u s/n (B)(4) placed with a sheath into the patient's right femoral artery. Length of time prior to event: alarms began about an hour ago.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for evaluation. The reported complaint of "possible helium loss alarms" is confirmed based on the pictures taken and provided to the clinical support specialist. No iap parts or recorder strips were returned to the teleflex facility for evaluation. The cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trend.

Event description:
It has been reported via a hot line call. The registered nurse (rn) from the intensive care unit (ICU) called because she was getting frequent "possible helium loss - 2" alarm. The event involved a patient with a 40 cc intra-aortic balloon (iab), post-surgery from earlier today. The pump is in autopilot and in 1:2 assist. The patient is being weaned from vasopressors. The patient is in a sinus tachycardia with a rate of 110-112 bpm. The patient is also being weaned off of the ventilator and is currently on continuous positive airway pressure (c-pap). The patient is a large patient. According to the rn they have been getting the alarms about every 2-3 minutes. The clinical support specialist (css) had the rn: reposition the patient and place some traction on the catheter at the groin, and the pump still alarmed. The css then had the rn decrease the iab volume from 40 cc to 35 cc. The pump alarm continued. The css talked the rn through an internal helium leak test, with the tubing clamped as close as she could get to the groin site; on the clear tubing, the balloon pressure waveform (bpw) did not come up to baseline. The rn checked all of the connections and there are no signs of blood in the tubing. At this point, it appears that the balloon does not have a hole and it may be the pump. They changed the pump out for a second pump. After changing to the second pump, and pumping at 40 cc for several minutes, they had no further alarms. The patient is stable on the pump and the rn had no further questions. The css told the rn to have the first pump (s/n (B)(4)) sent to biomed with a note explaining the alarm. The patient has an iab-05840-u s/n (B)(4) placed with a sheath into the patient's right femoral artery. Length of time prior to event: alarms began about an hour ago.